Manufacturer narrative:
(B) (4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 95% stenosed target lesion was located in the mildly tortuous, non-calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x10mm unspecified balloon and then a 3.50x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. While attempting to withdraw the device from the patient, the physician felt slight resistance and the stent dislodged from the stent delivery system (sds) and became stuck in the left main (lm) to aorta. The patient was sent for CABG and the surgery was successful. No patient complications were reported with the patient¿s current condition listed as ¿stable¿.